Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not functioning as the customer was unable to adjust the alarms. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the touchscreen was not functioning as the customer was unable to adjust the alarms. The touchscreen calibration was attempted 5 times, but this did not resolve the reported issue. Investigation is ongoing

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not functioning as the customer was unable to adjust the alarms. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the touchscreen was not functioning as the customer was unable to adjust the alarms. The touchscreen calibration was attempted 5 times but this did not resolve the reported issue. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.